Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with expedium devices in thoracic region. Patient complained of clicking sensation in the surgical region. An xray showed the thoracic hardware failed with disassociation of the coupling link and migration.

Manufacturer narrative:
Product complaint # ==> (B)(4). The unknown expedium devices were not returned to the customer quality unit for evaluation. Thus, an investigation will be based on a no device return investigation. A review of the device history record (DHR) could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device(s), it is not possible to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing and release of this device, the complaint file will be closed with no further action required. Should more information and/or the device(s)e become available at a later date, the complaint file will be reopened, and the device(s) will then receive a full evaluation.